Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the bottom left section fo the touch screen works intermittently. The customer reported there was patient involvement and no patient harm. Patient information was requested and was not provided.